Event description:
It was reported that during an unknown procedure, the first clip jumped out of the device, there was no damage on the jaws, they did not take thick tissue etc. All the appliers the clip jumped out of the jaws without doing anything. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Yielded jaw. Device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Batch # h91c1n (mfg date 06/08/2011; exp date 05/08/2016) (B)(4). Device empty. Devices (d and e) were returned in good visual condition and in its original package. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.